Manufacturer narrative:
(B)(4)

Event description:
The customer reported the device is not usable; system is down; failure of the 2nd generation navigation ring; non-responsive navigation ring. The customer reported there was no patient involvement.